Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the hospital rep that the pt had a sternal wound revision due to a pump pocket infection. The infection was found to be bacteremic. It was noted that a wound vaccum assisted closure (vac) was applied and the pt was discharged.

Manufacturer narrative:
The pump remains in use supporting the pt. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.